Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: findings: in the servicelog 30 cases of tf 444001 are logged. In between these 30 cases it seems to have been possible to charge the battery. According to the eventlog the "battery low" alarms have appeared in the specified timing conclusion: the device worked as specified. The battery of the device is within specification. The "battery low" alarms have been triggered according to specifications. User error.

Event description:
The following was reported to hamilton medical ag: machine is not getting on. Problem with power supply board quotation given customer waiting for po.

Event description:
The following was reported to hamilton medical ag: machine is not getting on. Problem with power supply board quotation given customer waiting for po.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be discharging battery which due to medical staff ignoring low battery alarm. The installed battery has been 5 years in use at that time of the incident (this indicates that the annual maintenance was not carried out properly). In consequence the battery was replaced. There was no patient or user harm.